Event description:
The information provided to sjm indicated the patient underwent aortic valve replacement with a 27mm sjm trifecta stented tissue valve. The patient presented with a high gradient. The valve was explanted on (B)(6) 2013 and replaced with a non-sjm bio-prosthesis. During explant, it was noted that the valve was infected.